Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were unable to be reproduced while running a loaded set. The device underwent functional testing, including fluid pressure testing, which discovered the fluid numbers to be out of specification. The reported symptom was caused by the downstream sensor being out of specification. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.